Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system was unable to be placed in magnetic resonance imaging (MRI) mode because the right atrial (ra) lead was in unipolar mode. Upon further review, it was determined that the right atrial (ra) lead had previously triggered a lead safety switch (lss) to unipolar mode due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Additionally, a stored signal artifact monitor (sam) event revealed noise on the ra channel and disabled the minute ventilation (mv) sensor. Technical services (ts) reviewed troubleshooting options, however it was explained that a MRI scan of this pacemaker was now considered off-label due to the ra lead concerns. It was confirmed with the physician that the plan was to proceed with the off-label MRI scan. Ts also noted that there was approximately one year left on the pacemaker battery, however it was up to physician whether to continue monitoring the ra lead until device replacement or to revise the pacemaker system sooner. This pacemaker system remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker system was unable to be placed in magnetic resonance imaging (MRI) mode because the right atrial (ra) lead was in unipolar mode. Upon further review, it was determined that the right atrial (ra) lead had previously triggered a lead safety switch (lss) to unipolar mode due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Additionally, a stored signal artifact monitor (sam) event revealed noise on the ra channel and disabled the minute ventilation (mv) sensor. Technical services (ts) reviewed troubleshooting options, however it was explained that a MRI scan of this pacemaker was now considered off-label due to the ra lead concerns. It was confirmed with the physician that the plan was to proceed with the off-label MRI scan. Ts also noted that there was approximately one year left on the pacemaker battery, however it was up to physician whether to continue monitoring the ra lead until device replacement or to revise the pacemaker system sooner. This pacemaker system remains in service at this time. No adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead was explanted and replaced at the recent device changeout for normal battery depletion (nbd). No additional adverse patient effects were reported. Both the pacemaker and ra lead were returned for analysis.

Event description:
It was reported that this pacemaker system was unable to be placed in magnetic resonance imaging (MRI) mode because the right atrial (ra) lead was in unipolar mode. Upon further review, it was determined that the right atrial (ra) lead had previously triggered a lead safety switch (lss) to unipolar mode due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Additionally, a stored signal artifact monitor (sam) event revealed noise on the ra channel and disabled the minute ventilation (mv) sensor. Technical services (ts) reviewed troubleshooting options, however it was explained that a MRI scan of this pacemaker was now considered off-label due to the ra lead concerns. It was confirmed with the physician that the plan was to proceed with the off-label MRI scan. Ts also noted that there was approximately one year left on the pacemaker battery, however it was up to physician whether to continue monitoring the ra lead until device replacement or to revise the pacemaker system sooner. This pacemaker system remains in service at this time. No adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead was explanted and replaced at the recent device changeout for normal battery depletion (nbd). No additional adverse patient effects were reported. Both the pacemaker and ra lead were returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed that only the proximal segment was returned, severed approximately 63 millimeters (mm) from the terminal end. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the returned segment found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.